Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer reference 3005188751-2016-00005, 9680001-2016-00014, 3005188751-2016-00006, 3005334138-2016-00008. During a left-side atrial tachycardia ablation procedure, a pericardial effusion occurred. A livewire duo-decapolar catheter was placed in the coronary sinus and an unknown sjm jsn catheter was placed in right ventricle. A transseptal puncture was performed with a brk transseptal needle through a fast cath swartz introducer. At this time, a small pericardial effusion was noted; however, no intervention was performed and it was decided to monitor the effusion throughout the procedure. A tacticath quartz ablation catheter was advanced into the left atrium to begin mapping the atrial tachycardia but was then replaced with a reflexion spiral catheter. Once geometry was completed the patient became increasingly hypotensive and the patient was prepped for a pericardiocentesis due to the pericardial effusion. A cardioversion was performed prior to the pericardiocentesis; however, the patient became asystolic and CPR was administered. The patient rhythm exhibited pulseless electrical activity at one point and the pericardiocentesis was eventually successful, which stabilized the patient. The patient was awake and alert the next day. There were no performance issues with any sjm device during the procedure.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.